Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box revealed multiple ¿pump not primed¿ warnings. The pump failed to recognize the cartridge during the load step. The force sensor calibration test revealed the sensor was not within specifications. The resistance of the force sensor measured within specifications. The pump was opened and moisture was observed inside the pump. Unrelated to the initial complaint, the battery and cartridge compartments were observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.